Event description:
New information noted that the right ventricular lead was fractured. The lead was capped and replaced on (b)(46) 2019. More information was requested but not provided.

Event description:
New information noted that the patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic after being shocked. Device interrogation revealed the shock was due to lead noise of the right ventricular lead. No intervention was performed at the time. Patient was stable.